Manufacturer narrative:
Please note that the device was implanted in 2018 but the exact implant date is unknown.

Event description:
During explant, the header of the device was damaged and detached from the device. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of broken header was confirmed. The device was unable to establish telemetry upon receipt, battery voltage was at end-of-life (eol) due to normal usage. Visual inspection found the header broken off from device can which is consistent with damage from explant procedure. A longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.